Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: during investigation, the keypad buttons were not functioning properly. The pump was opened to find moisture/corrosion on the motor drive circuit, and throughout the interior. The call service alarm was unable to be investigated due to the keypad being unresponsive.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.